Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of iron sucrose was programmed to infuse a basic infusion of 68ml/hr with a vtbi of 275ml for 4 hours however it infused faster than expected. When the facility's biomed department was testing the device the pcu indicated 1ml had infused in approximately 1 minute but the "grams scale" indicated close to 10ml was missing from the bag. The facility's biomed department duplicated this event and noted that when the pump was paused fluid was still flowing through the tubing. There was no patient harm.

Event description:
The customer reported that an infusion of iron sucrose was programmed to infuse a basic infusion of 68ml/hr with a vtbi of 275ml for 4 hours however it infused faster than expected. When the facility's biomed department was testing the device the pcu indicated 1ml had infused in approximately 1 minute but the "grams scale" indicated close to 10ml was missing from the bag. The facility's biomed department duplicated this event and noted that when the pump was paused fluid was still flowing through the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. During inspection the platen was observed to be broken at the upper hinge post. The pcu event log contained no obvious programming errors that would explain the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification; however, previous investigations have shown that this failure mode can result in both under or over infusions due to the position the platen is seated when the pump module door is closed. The probable cause of the overinfusion was a broken platen post at the upper hinge. The root cause of the broken platen hinge was not identified.